Event description:
Livanova deutschland received a report of a significant leakage when removing the tubing from the cardioplegia-side connection of a heater-cooler 3t system. There was no patient impact.

Manufacturer narrative:
A1-a5: patient information was not provided. G.5: the heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater cooler 3t system; the event occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.